Event description:
The micro sagittal saw was sent for service because, it was running on its own without activation during a procedure. Another device was used to complete the procedure without delay; no adverse event was reported.

Manufacturer narrative:
Corrosion damage to internal components was identified as the probable cause of the failure.